Event description:
The facility reported a pump with an failure code 4:311:3686:001d. This event occurred during patient infusion. 0.9 sodium chloride was infusing at the time of the event. During infusion pump stopped and displayed the failure code 4:311:3686:001d. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filled upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
Evaluation summary:evaluation was performed and the reported condition of failure code 4:311:3686:001d was not confirmed in the event history and could not duplicated. However failure code 4:311:3686:001d is caused by the manipulation of the manual tube release (mtr) knob. Review of the event history revealed channel c had reset manual tube release set alerts multiple times. The channel c pump head module was replaced.